Manufacturer narrative:
(B)(4). Correction to section d.4 UDI was updated from (B)(4) to (B)(4) to include the full UDI. Device evaluation: one unit of 18f manta (lot 73m2300241) was returned for evaluation. Blood particulates were noted on the unit. The unit was decontaminated and inspected. Manta was locked into the sheath. The lever was actuated. The components (footplate, lock, and collagen) were pushed out of the lumen. The device lot history record review for lot number 73m2300241 manta 18f indicated no impact related to device, no reworks, or other issues related. Therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. The device does not correlate to the complaint reported. Post-tavr, an 18f manta device was deployed to the measured depth plus 1cm. During the deployment procedure, while the physician was withdrawing the manta closure, pulsatile blood flow was present, and the entire manta device completely pulled out over the guidewire. Manual pressure was applied and an 18f dryseal sheath was inserted. A pre-deployment angiogram indicated no extravasation proximal to the sheath. A second 18f manta device and sheath (lot #73m2300241) was inserted and deployed. Following deployment, pulsatile bleeding was visualized, and manual pressure was applied. Bleeding at the access site post -deployment is a possible indicator of a tract deployment. A surgical cut down was performed to explant manta and repair the vessel. During the surgical intervention, manta was visualized in the tissue tract. The root cause of the implant not being effective in creating hemostasis requiring surgical intervention potentially is contributed to user error due to deploying manta into the tissue tract. A cut down was performed to remove the entire manta device (collagen, anchor, and radiopaque lock) although the returned device shows the collagen, anchor and radiopaque lock attached to the suture on the device. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "physician deployed manta device per the IFU at measured depth of 4.5cm post tavr procedure. Manta device came straight out of the body over the wire. Pulsatile blood flow present. Manual pressure was applied and the 18fr dry seal sheath was inserted. Angiogram through the sheath showed no signs of extravasation around sheath. A second manta device was inserted and deployed. Dr had some difficulty reinserting the valve delivery system for the second time. Pulsatile blood flow was present. Manual pressure was applied. Surgeon performed cut down to remove manta. Manta device was found in the subcutaneous tissue and removed entirely. Both deployed mantas will be sent for investigation. Central access was gain using micro puncture and ultrasound in the right common femoral artery. Vessel size was >9mm. There was no calcification at the access site. Act was < 250. 10000units of heparin was given and no protamine was given. No harm caused to the patient. Patient transferred to ICU per normal protocol post tavr.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "physician deployed manta device per the IFU at measured depth of 4.5cm post tavr procedure. Manta device came straight out of the body over the wire. Pulsatile blood flow present. Manual pressure was applied and the 18fr dry seal sheath was inserted. Angiogram through the sheath showed no signs of extravasation around sheath. A second manta device was inserted and deployed. Dr had some difficulty reinserting the valve delivery system for the second time. Pulsatile blood flow was present. Manual pressure was applied. Surgeon performed cut down to remove manta. Manta device was found in the subcutaneous tissue and removed entirely. Both deployed mantas will be sent for investigation. Central access was gain using micro puncture and ultrasound in the right common femoral artery. Vessel size was >9mm. There was no calcification at the access site. Act was < 250. 10000units of heparin was given and no protamine was given. No harm caused to the patient. Patient transferred to ICU per normal protocol post tavr.